Event description:
It was reported that the procedure was to treat a de novo, narrow, eccentric lesion in the proximal circumflex to marginal artery with no calcification and moderate tortuosity. A 2.75x18 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the tortuosity and the proximal shaft kinked and then separated. Reportedly, there was no interaction of devices. The separated portion of the sds was simply withdrawn from the patient anatomy without issue and a 2.75x18 non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment and shaft kink were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.